Manufacturer narrative:
Product ID 3058 lot# serial# (B)(4), implanted: 2012 (B)(6), product type implantable neurostimulator product ID 3093-28 lot# v850462, implanted: 2012 (B)(6), product type lead product ID 3037 lot# serial# (B)(4), product type programmer, patient product ID 3037 lot# serial# (B)(4), product type programmer, patient product ID 3093-28 lot# v850462, implanted: 2012 (B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient saw her physician 10 months ago complaining of some lower back pain and was treated for a urinary tract infection. The patient started medication and her symptoms seemed to improve. It was noted that the patient did not require hospitalization. The patient¿s last doctor¿s appointment was just over two months ago and there were no other complaints noted.